Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil was unable to advance of its orange introducer sheath; therefore, it was removed. The physician then flushed the lantern, however the ruby coil was still unable to advance through the lantern. The ruby coil was removed and the procedure was completed using new ruby coil and the same microcatheter. There was no report of an adverse effect on the patient.